Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home: (B)(4). Baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette. This was further reported the white clamp supply bag was empty. This was observed during dwell 1 of 5 of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to start over with new supplies and notify the pd nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.